Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported, the insulin pump had alarmed button error. Customer's blood glucose was not provided. Customer was having a hard time hearing and stated he was going to call back to troubleshoot. Customer ended up call but customer was able to clear the alarm but still had a closed circle. Customer is not returning the device for further analysis.